Manufacturer narrative:
Osteomed did not receive the device back for evaluation. The results of the internal investigation did not identify any non-conformances associated with release of p/n 800-0110, lot 1066476. A review of complaints, capas, ncrs did not identify any negative trends. A review of the x-rays shows that the implant appears to be locked, so the spinous process fracture was not due to the device loosening or deforming. The exact root cause could not be determined. However, our internal review of records, x-rays, and information provided did not identify a defect with the device.

Event description:
The patient received the primalok sp implant on (B)(6) 2015. He previously had a fusion surgery using flexible rods in 2012. Per the x-rays provided, the surgeon fused l3-l4 with flexible rods and implanted primalok sp at l4-l5. Spinous process at l4 had been broken, so the surgeon removed the primalok sp on (B)(6) 2015.